Event description:
It was reported that post op the lead threshold rose to 5 v. It was noted that the physician had difficulty placing the lead in a good position for stimulation. A short while later the threshold decreased to 1.5 v. The patient was monitored overnight due to concern over lead stability. The next morning, the lead exhibited loss of capture at maximum output. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.